Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for the pump reset event could not be conclusively determined through this evaluation, as the controller event log file data did not include data from the time of the pump reset event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook are currently available. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested, and the beginning of the log file contained system controller clock corrupt alarms. Technical services noted that the patient may have loss all power at some point to have controller clock reset. The log file indicated the clock was resynced with the correct date/time on (B)(6) 2023 at 12:25. The event log file also captured one sustained and a few unsustained low flow alarms (lfas) with high pulsatility index (pi) throughout the log file. 128 pi events were captured. The periodic log file displayed multiple controller clock corrupt alarms between (B)(6) 2023 where the controller clock was not set with the current time/date. It was noted in the investigation that the controller's clock was observed to have been un-synced sometime on or after (B)(6) 2023 based on log file data. The pump log files were also reviewed, and the clock's desync and resync in the pump periodic log files were consistent with the controller's, indicating that a pump stop occurred. The events leading up to the clock's reset were unable to be observed within the event data.